Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. Visual inspection found the haptic torn/bent/deformed and the lens missing a piece of haptic. (B)(4).

Manufacturer narrative:
This device is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vicmo12.6 implantable collamer lens, -8.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was exchanged on (B)(6) 2017 for a larger lens due to low vaulting. The problem was resolved.